Event description:
Patient reported that she experienced a painful zap in her neck and chest. She saw the neurologist and the patient's mother reported that autostimulation was turned off. The patient's mother thinks the nerve was over stimulated due to the settings being too high, and she noted that the patient experienced decreased appetite and constipation. The mother noted that everything looked fine with the device indicating diagnostics were normal. It was later noted that the patient had started eating more. No other relevant information has been received to date.